Manufacturer narrative:
(B)((4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose and low blood glucose level. Blood glucose at the time of event was 54 mg/dl. Current blood glucose level 310 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. The customer believes they are not getting enough insulin when needed. They also had issues with their sensor versus blood glucose readings. The user's sensor glucose was 110 mg/dl but their blood glucose level was 310 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was ok for troubleshooting. Customer treated with coffee for low blood glucose and manual injection for high blood glucose level. Customer use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.